Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. A review made by the quality engineering team revealed that smith and nephew have not yet received the device necessary to conduct a comprehensive evaluation of the complaint. However, images were provided to facilitate the investigation and assessment of the complaint. The images of the complaint appear to corroborate that the seal on the package has been compromised. A review of the complaints was conducted on 8/7/25, and no additional complaints regarding a broken seal for part number 71675202 were found. An examination of the process and device history record was carried out, revealing no issues. A visual inspection of the pouches was performed. At this time, no further action is required based on the findings of this complaint investigation. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence, the component should be packed in a plastic sleeve and then placed in pouch. Then it should be sealed and placed in the outer box. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include damage during shipping or mishandling. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an internal fixation surgery, prior to patient contact, it was found that the box of one (1) intertan 11.5mm x 18cm 125d was closed; however, the vacuum-sealed plastic inside had been opened and then repackaged. As a result, the product was rendered unsterile and unsuitable for use. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.